Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was in a lot of pain and could hardly move. The patient stated it started 2 weeks before the report and continued to get worse with time. The patient stated their pee was cloudy, their ankles were swollen, and they had pain at the ins and going down the right leg. The patient reported swelling and a bulge at the ins site and it felt like the ins was coming out a little more each day. The patient was redirected to follow up with a healthcare provider. No further complications were reported. Additional information was received from a consumer. It was reported that the device was placed too shallow, it had moved, and was causing burning pain so they had to put a new one in. No further complications were reported/anticipated.